Event description:
It was reported that the procedure was cancelled. The target lesion was located in the iliac vein. A 16x90x75cm venous wallstent was selected for use. During the procedure, the device failed to deploy. The stent was removed safely from the patient. The procedure was cancelled and will be rescheduled.

Manufacturer narrative:
Device evaluated by MFR: a wallstent device was received. A visual and tactile examination identified multiple shaft kinks along the length of the device. The stainless steel shaft was also extended to its full length. The investigator was unable to deploy the stent due to the damaged shaft.